Event description:
It was reported that during a device upgrade, the pulse generator exhibited back-up vvi operation. The device was unable to be interrogated. The procedure was successfully completed. No medical intervention was reported. The patient was doing well post procedure and would continued to be monitored.

Manufacturer narrative:
(B)(4).